Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to multiple c-00 errors. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported error c-00 was not confirmed using system logs. However, log review revealed c-82, 1-71, c-71, and 3-71. Functional testing using the system revealed error c-82 upon start-up. Additionally, a review of the internal erbe log showed c-00 recorded error. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was not confirmed based on failure analysis. While the root cause could not be determined based on failure analysis, the cause is likely due to an electrical component failure within the erbe.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that they experienced repeated c-00 errors on the erb. Despite power cycling the erbe, the error persisted. The user aborted to another dv system to proceed with the procedure. There was no report of patient involvement or patient injury.